Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm and a high blood glucose of 538 mg/dl. No symptoms were reported with the high blood glucose. The high blood glucose was treated via manual injection. The customer reported that a reservoir leak allowed fluid to get into the reservoir compartment. Troubleshooting was provided. The customer reported that the insulin pump did not pass the self test. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly. No moisture damage found inside reservoir compartment or on electronic/motor assembly.